Manufacturer narrative:
Device received with critical pump error and unable to download, problem isolated to electronic assemblies. Unable to verify unresponsive buttons or frozen display due to critical pump error. Unable to verify pump error 25 due to download difficulty.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump errors. Customer was unable to clear the alarm. Customer stated that insulin pump was not responding anymore. Insulin pump had frozen display. Insert battery alarm did not appear on the insulin pump screen. No harm requiring medical intervention was reported. The device will be returned for analysis.